Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the device would not cut. Not adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.